Manufacturer narrative:
Product complaint #: (B)(4). Batch # t5ak1u. Investigation summary: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported by the sales rep that during a laparoscopic nephrectomy procedure, a stapler malfunctioned. Only half of the staple load deployed while stapling on the renal artery and vein. The surgery was delayed by more than five minutes. A similar device was used to complete the procedure successfully. Surgeon stated post-operatively that he may have fired across another staple line which might have caused the failure. There were no adverse patient consequences.